Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. The customer was sent a blower assembly and a blower motor controller printed circuit board assembly (pcba). No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a blower source issue valve position error message. There was no patient involvement. The event date was not specified; estimate used.